Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported that a number episodes of false asystole were recorded due to loss of contact occurred shortly after implant. The implantable cardiac monitor remains implanted. No patient complications have been reported as a result of this event.